Event description:
A 2nd degree skin burn was reported at the end of a procedure. After performing ablation, the pt's skin, where the indifferent electrode of the stockert generator was placed, was red and pt felt pain in the area. The skin burn was treated with fitostimolina after the procedure. Pt had fully recovered, prognosis was excellent. The indifferent electrode used during the case was 3m: 9130f. The indifferent electrode used has the surface area of 96.8 cm2 (below the recommended minimum size surface area of >=124 cm2). The generator setting was 60 degree c 30 w.